Event description:
The doctor was unable to insert the iab into the sheath. Blood leaked from the one-way valve and the sheath was kinked. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event- reported 12/1/97.) (Pt's current status: unk- rpt'd 12/1/97.)